Event description:
It was reported through remote transmission that low, out of range hv lead impedance was observed. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
.